Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. The device was not returned to olympus for inspection. The customer's complaint of no image on main monitor (oev262h-high definition lcd monitor) and broken image on remote monitor was not confirmed. Based on the results of the investigation and information provided, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed no image on main monitor and unusable images on remote monitor which displayed an error complete video malfunction. There were no reports of patient harm.